Manufacturer narrative:
Investigation: the disposable set was not received for evaluation. Reserve samples for this lot were visually examined and the solution volume and solution composition were tested with no abnormalities noted. Hemolysis testing was performed on the cationized and super cationized membranes from a typical hemolyzed lot with hemolysis found. The manufacturing and testing records were reviewed with no issues noted. The lot conformed to all specification. The pre-treatment process of cationization had been switched to another machine, affecting this lot. As a preventative measure for leukocyte leakage, a lower limit of the average cationization levels was established, which increased the lowest value of the average cationization levels. Root cause: a definitive root cause for this failure could not be determined. The following possible root cause are: is it possible that the high cationization levels of the filter is causing the hemolysis. The pre-treatment process for cationization was moved to another machine. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging - filtration time is extended because the filter is likely to clog, and when red blood cells flow through such a filter, a physical stress on the red blood cells may cause hemolysis. When aggregation is observed in the blood prior to filtration, the leukoreduction filte is likely to clog or filtration rate is likely to slow. Corrective action: the pretreatment process of cationization has been moved back to the original machine.

Event description:
The disposable set was not returned by the customer for evaluation.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that a whole blood unit took greater than 2 hours to filter, then post-filtration and prior to centrifugation, the unit was described by the customer as hemolyzed. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore, no patient information is reasonably known at the time of the event. Terumo bct is awaiting the return of the disposable set for evaluation. This report is being filed due to a device malfunction that has the potential for injury.